Manufacturer narrative:
A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.

Manufacturer narrative:
Remote service - replacement part is back-ordered.

Event description:
It was reported to philips that the device has an issue with a deteriorated battery.